Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood and heparin leaked from the luer lock hub of the clearlink solution set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. In the returned photographic sample, blood was observed on the floor and a roller clamp/y-site connected to the tubing; however, the location of the leak could not be identified. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.